Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8208623. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the safety shield didn't secure itself with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from french to english: when removing the needle after subcutaneous placement, the device didn't secure itself and the needle was left out of the safety shield. No exposure to blood, but the risk was high. The device has not been preserved.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield didn't secure itself with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from (B)(6) to english: when removing the needle after subcutaneous placement, the device didn't secure itself and the needle was left out of the safety shield. No exposure to blood, but the risk was high. The device has not been preserved.